Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation, it was noted that the lcd screen did not turn on when the silence button was pressed and when the down button was pressed. The lcd screen needs replaced to address the issue.